Manufacturer narrative:
Final analysis found that the pulse generator was in backup mode due to normal battery depletion. The battery was at end of life (eol) level. After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the patient presented to the hospital after experiencing a seizure. The physician had a difficult time interrogating the pulse generator. The device exhibited loss of ventricular output. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.